Manufacturer narrative:
Updated codes to include investigation findings.

Manufacturer narrative:
According to the customer, on (B)(6) 2023 "silk braided suture frayed as the knot pusher was used on the suture". Due to this, all sutures had to be removed and replaced. The customer reported this added 15 minutes to the procedure and anesthesia time. A sample was requested to be returned for evaluation.it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Silk braided suture frayed as the knot pusher was used on the suture.